Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Literature article entitled, ¿residual groin pain at a minimum of two years after metal-on-metal tha with a twenty-eight-millimeter femoral head, tha with a large-diameter femoral head, and hip resurfacing¿ by martin lavigne, md., et al, published by the journal of bone and joint surgery (2011), vol. 93-a, suppl. 2, pp. 93-98, was reviewed. In this article, the authors analyzed the natural history of groin pain and its clinical consequences during the first two years after three types of hip arthroplasty. Data were collected prospectively on 279 patients. Eighty-five patients had a polyethylene sandwich metal-on-metal total hip arthroplasty with a 28-mm-diameter femoral head, 105 had hip resurfacing, and eighty-nine had a total hip arthroplasty with a large-diameter femoral head component with three other cup designs. Of the implants studied, there were 10 asr-xl systems paired with a trilock stem in the large-diameter head group. The remaining implants in the study were competitor products. Depuy implanted products: 10 asr-xl acetabular system paired with a trilock femoral stem. Results: this complaint will capture the events and complications associated with the asr-xl and trilock stem studied in the large diameter femoral head group. This group studied components from multiple manufacturers. There was insufficient information to determine which component manufacturer was associated with each event listed. There were no depuy products in the other study groups. There were no identified infections, elevated blood metal ions, inflammatory markers, or mispositioned cups at final follow-up. 15 patients reported mild to moderate pain at final follow-up 1 intraoperative fracture of the greater trochanter repaired with cerclage wiring and an unknown plate. There was an expected follow-up surgery to remove the wiring and unknown plate performed when the intraoperative fracture healed. 2 cases of psoas tendon injury treated with cortisone injections 1 revision of the cup and head for unexplained pain. Intraoperatively, the cause for the pain could not be identified with gross and histological examination. There were no reported product problems identified. The patient was referred to a pain management physician after revision with competitor products for continued pain. 1 cup revision for unexplained pain. There was no reported product problem with the cup. There were no intraoperative complications. 1 recommended asr-xl cup revision for unexplained pain. The patient refused the revision surgery. There was no cause for pain identified in radiologic or ultrasound studies. Captured in this complaint: asr-xl cup, head, and augment. Trilock femoral stem. The manufacturer of the plate used to repair the intraoperative fracture of the greater trochanter is unknown and is not included in this complaint.